Event description:
On 12/20/2024, it was reported by a facility representative via (B)(4) that an ar-6485 synergy cw4 arthroscopy pump was over pressure rising in joint. No reported patient harm. No further information provided. This was discovered during a procedure. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-6485 synergy cw4 arthroscopy pump serial number (B)(6), was received for evaluation. Upon visual inspection, found regular signs of wear with some marks on the top and side of the housing. The returned device was assembled with ar-6411 lot# 65043383, and ar-6421 lot# 65708975 pump tubing and tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The pump ran for 52 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. Information of the device total run time is: 3 days, 18 hours, 6 minutes. The complaint allegation is not confirmed. The reported failure couldn't be replicated.